Manufacturer narrative:
Unable to prime during prime/delivery test and motor error alarm during basic occlusion test due to faulty back pressure sensor. Motor passed motor test. No compromised force sensor system alarms noted during testing. Unit had cracked battery tube threads, reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and a compromised force sensor system alarm. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 492 mg/dl, which was treated with the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.